Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module, performed troubleshooting procedures, and observed the wash block syringe was not properly seated on the pump mechanism. The fsr reseated the block, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer was reviewed. Review of the instrument service history for the architect c4000 processing module service history revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the architect c4000 processing module or the pump, wash solution (rohs). Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial number c462250 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the architect c4000 processing module for multiple samples. The following example results were provided: (customer provided lab reference range: 136-145 mmol/l). 18jul2024 initial result = 163 mmol/l, repeat result = 145 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium results generated on the architect c4000 processing module for multiple samples. The following example results were provided: (customer provided lab reference range: 136-145 mmol/l). (B)(6) 2024 initial result = 163 mmol/l, repeat result = 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.